Event description:
The manufacturer received information alleging exposed wires on a dreamstation auto bipap device. The patient alleges the power adapter cord sheath has been peeled off, exposing the internal wires. A new adapter and cable were sent to the patient. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.